Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse during infusion of 5000 mg of fluorouracil diluted with 5% glucose solution. The total fill volume was 113 ml however about 74 ml was remaining after the expected infusion time of 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured march 7, 2016 ¿ march 8, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test we performed with results within specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.